Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Registry data from eprd was received regarding case (B)(4) and subgroup (B)(4). The registry data contains failures associated with pinnacle inserts, duraloc cup, and an unknown hole eliminator. Lot, model and catalog number are not directly linked to the reported failures, but the suspected depuy synthes devices possibly associated with reported adverse events: unknown hip acetabular insert pinnacle, unknown hip acetabular cup duraloc, and unknown hip acetabular hole eliminator the manufacturer of the head and stem were not included within the registry data and therefore unknown at this time. Adverse event(s) and provided interventions possibly associated with unk hip acetabular insert pinnacle (qty 115): dislocation requiring an intervention of device revision (102) implant wear requiring an intervention of device revision (13) adverse event(s) and provided interventions possibly associated with unk hip acetabular cup duraloc (qty 43): periprosthetic fracture requiring an intervention of device revision (34) loosening of the cup requiring an intervention of device revision (9) adverse event(s) and provided interventions possibly associated with unk hip acetabular construct (qty 152): intervention of device revision for an unknown reason (120) infection requiring an intervention of device revision (32)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.